Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that a vessel closure was attempted with 2 prostyle devices relative to a procedure. Reportedly, both devices misfired. The method of hemostasis was not provided. No additional information was provided.

Event description:
It was reported that a vessel closure was attempted with 2 prostyle devices relative to a procedure. Reportedly, both devices misfired. The method of hemostasis was not provided. Subsequent to the initially filed report, the following additional information was received: an additional prostyle device was received at the lab. The device appears unused as it was in the pre-deployed state; there was no blood in the marker lumen, and the blood observed in the device was located in the foot area.

Manufacturer narrative:
A visual and functional analysis was performed on the returned device. The reported deployment issue could not be confirmed as not all components were returned. However, the proxy plunger was inserted and depressed with no difficulty noted into the device and the needles were aligned with both cuffs and no anomalies noted. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported deployment issue could not be determined. Factors that may contribute to a firing/deployment problem include, but not limited to, needle deflection during plunger deployment due to interaction with patient anatomy or failure to maintain a stable position of the device with respect to the tissue tract. The treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.